Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI. Subsequently, the patient underwent a revision surgery on (B)(6) 2018 in order to replace the magnet.

Manufacturer narrative:
This report is submitted on july 04, 2023.